Event description:
The mega suture cut needle driver instrument was returned with no reported issue. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: reporter started event date was (B)(6) 2024 and the issue with the instrument is wires exposed from the tip. There was no tissue involvement and na for fragment fall into patient. They opened a new instrument for the procedure and there was no injury to the patient. No patient demographics were provided. See attachment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team and fa found the instrument to have a frayed grip cable at the distal end on the grip hub. Some bundles/filaments of the cable were frayed but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.